Event description:
It was reported that premature battery depletion was suspected and that the device lasted less than four years. The device was explanted and replaced with a biventricular implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 4193-88 lead, implanted: 2003-(B)(6). (B)(4).